Event description:
The physician was using sprinter legend rapid exchange balloon for pre-dilatation of the lad, which was reported to be significantly calcified lad with 90% stenosis. It is reported that the balloon burst . A second non medtronic device also broke. No clinical sequelae reported device analysis the balloon had been inflated. The device failed negative purge. Pressure was applied to the device and liquid exited a 1mm radial tear at the inside of a balloon fold. There were 1mm scratches leading from the top of the balloon fold to the tear.

Manufacturer narrative:
Evaluation results and conclusion: significantly calcified lesion. Damage on balloon appears to indicate that the calcification has caused the balloon damage. (B)(4).